Event description:
The customer received questionable ion selective electrode (ise) results for 20 patient samples that were discovered after a physician called on (B)(6) 2012 to question some low results he had reviewed on patients whom he believed should have normal sodium results. Due to the physician questions, all patient samples were pulled that had been tested on (B)(6) 2012 and retested on the same instrument. Upon retest, the sodium results were normal and the repeat results were believed to be correct. Of the data provided, the results for 19 patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 133 and the repeat result was 141. Patient sample 2 initial sodium result was 134 and the repeat result was 141. Patient sample 3 initial sodium result was 131 and the repeat result was 139. Patient sample 4 initial sodium result was 134 and the repeat result was 142. Patient sample 5 initial sodium result was 125 and the repeat result was 134. On (B)(6) 2012, patient sample 6 initial sodium result was 130 and the repeat result was 141. Patient sample 7 initial sodium result was 128 and the repeat result was 137. Patient sample 8 initial sodium result was 129 and the repeat result was 141. Initial potassium result was 4.0 and the repeat result was 4.6. Patient sample 9 initial sodium result was 132 and the repeat result was 141. Patient sample 10 initial sodium result was 124 and the repeat result was 133. Patient sample 11 initial sodium result was 127 and the repeat result was 136. Patient sample 12 initial sodium result was 129 and the repeat result was 138. Patient sample 13 initial sodium result was 130 and the repeat result was 138. Patient sample 14 initial sodium result was 127 and the repeat result was 137. Patient sample 15 initial sodium result was 130 and the repeat result was 139. Patient sample 16 initial sodium result was 130 and the repeat result was 139. Patient sample 17 initial sodium result was 127 and the repeat result was 136. Patient sample 18 initial sodium result was 126 and the repeat result was 136. Patient sample 19 initial sodium result was 129 and the repeat result was 137. No patients suffered adverse events due to the erroneous low results, which were reported out and no patient had treatment altered in any way due to the erroneous sodium results. The sodium and potassium electrode lot numbers and expiration dates were not provided. The field service representative could not determine a cause and checked the system. To verify the analyzer operation, the customer ran qc with no errors generated. The system performed within specifications and the customer's expectations.

Manufacturer narrative:
Based upon information provided for investigation, the customer was not following the tube manufacturer's recommendations for tube handling. This preanalytical issue could lead to poor sample quality and could contribute to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.